Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified procedure, a "burr" was noted on the guide wire. An amplatz super stiff guide wire was selected for use. However, the physician noted a "burr" on the end of the guide wire. Additional information has been requested and is not available.

Event description:
It was reported that during an unspecified procedure, a "burr" was noted on the guide wire. An amplatz super stiff guide wire was selected for use. However, the physician noted a "burr" on the end of the guide wire. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: examination of returned device revealed the coating severely scrapped, peeled along the entire body and the distal end section slightly elongated. Additionally presents a kink at 4 cm from the distal end section. The device appears to have been in contact with a sharp or metal object. The device outer diameter presented no damage and was within specifications. The unit did not present any burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.